Manufacturer narrative:
MFR's report date: 04/18/2011. (B)(4). The customer's experience of leaking from the vent of the burette set and from the vent of the primary set's drip chamber was confirmed. The leaking occurs because the vent media, in both cases, had become saturated which allowed fluid to pass through. The root cause of this leaking has been identified as a user issue. When properly used, the vents do not come into direct contact with fluid enough to allow saturation of the vent media that could cause wetting out or leaking. The customer was provided info that if the burette is used as a flow through device, the vent on the top of the burette should be closed. A tip sheet on proper use of burettes was sent to the customer.

Event description:
In the oncology ICU, chemo (etoposide) leaked from the vent at the top of the add-on burette. The burette was being used as a flow through device where the roller clamp above the burette was left open and both vents on the set-up were left open. Rate was between 100-200mls/hr. Unk how long after the infusion was started that the leak occurred. Also, reported that there was a leak at the drip chamber vent of the primary set. Less than 10ml of chemo leaked. No pt or user harm reported. Minor delay in chemotherapy for a transplant pt.